Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a bulge was found in the pump segment during an infusion. There was no report of pt harm or medical intervention. Although requested, no add'l pt or event details were provided by the customer.